Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had travel and he forgot the programmer and the recharger at home and he was forced to go through the full body scan and the stimulation suddenly turned off. He had charged the ins to full the night before he left. Additional information received from the patient reported he was able to use the programmer of an acquaintance and turn his stimulation back on. He stated that it was a lesson he won't forget to always take his programmer. The patient stated that the device had changed his life for the better and that was the best thing that ever happened to him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.